Manufacturer narrative:
Complaint conclusion: as reported, while shuttling down a 6/7f mynxgrip vascular closure device (vcd), it felt unusually rough, and despite locking the delivery system into the sheath hub, when the sheath was pulled back, it exposed the tamp tube that was split at the distal end. The sealant remained in the tube. The procedure was aborted, the balloon was deflated, and the device was removed from the patient. Hemostasis was achieved using manual pressure. There was no patient injury reported. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A product history record (phr) review of lot f1825402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ could not be confirmed as the device and sheath were not returned for analysis. The cause of the shuttle advancement issue could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the advancement issue reported. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely (tamp tube was split at the distal end), which will cause resistance during the shuttle deployment step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, while shuttling down a mynxgrip vascular closure device, it felt unusually rough, and despite locking the delivery system into the sheath hub, when the sheath was pulled back, it exposed the tamp tube that was split at the distal end. The sealant remained in the tube. The procedure was aborted, the balloon was deflated, and the device was removed from the patient. Hemostasis was achieved using manual pressure. There was no patient injury reported. The device was clinically used and will be returned for analysis.